Manufacturer narrative:
Investigation summary one photo of a safetyglide top web (p/n 305917) was received and evaluated. No defects were observed from the photo. Based on the verbatim it appears the safety mechanism was activated prior to the injection and functioned as expected. Since the reported defect was not identified in the samples received, corrective actions are not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at time of injection the safety mechanism activated with a bd safetyglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: the customer informed that he prepared the medication, at the time of the injection the safety lock was activated and he was unable to use the needle, he discarded the needle. Additionally, on 2020-04-15 the bd sales consultant provided the following additional information: the client informs that in the preparation of the medication in his relative (aunt), when performing the injection, the safety lock attached and he was unable to unlock it so that it did not contaminate the needle. When puncturing the needle, the device failed, after which the material was discarded. Due to the safety lock having attached the needle. There was no damage to health caused by a handling accident. There was a problem with just one needle.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at time of injection the safety mechanism activated with a bd safetyglide¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer informed that he prepared the medication, at the time of the injection the safety lock was activated and he was unable to use the needle, he discarded the needle. Additionally, on 2020-04-15 the bd sales consultant provided the following additional information: the client informs that in the preparation of the medication in his relative (aunt), when performing the injection, the safety lock attached and he was unable to unlock it so that it did not contaminate the needle. When puncturing the needle, the device failed, after which the material was discarded. Due to the safety lock having attached the needle. There was no damage to health caused by a handling accident. There was a problem with just one needle.